Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("increased autoimmune type syndrome"), psychological trauma ("psych injury") and cyst ("cysts") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fibromyalgia, autoimmune disorder and psychological trauma outcome was unknown and the menorrhagia, neoplasm and cyst had resolved. The reporter considered abdominal pain, autoimmune disorder, cyst, dyspareunia, fibromyalgia, menorrhagia, neoplasm, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), chronic pain, pelvic pain /abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replaced. New events added: pelvic pain, abdominal pain, menorrhagia(heavy menstrual bleeding), autoimmune diagnosed fibromyalgia, increased autoimmune type syndrome, psych injury, tumors, cysts. Event outcome were added. Reporter information were updated, patient history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.